Manufacturer narrative:
Received one double dpt kit with IV set and pressure tubing. Dpts zeroed and sensed pressure accurately on the pressure monitor. Pressure did not show any drift during output drift testing and met specifications. Electrical testing showed that the dpts electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. No visible defect was found from the dpt cable connectors. Connection test was performed with needles from the laboratory since terumo 22g cannula needle was not returned for evaluation. It was able to establish tight connections between male connectors at the distal ends of the kit and needles from laboratory. The lock nut of the male connector in the arterial line functioned properly and was also able to disconnect the connections without any problem. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No further action will be taken at this time.

Event description:
It was reported that inaccurate arterial pressure values were shown on the monitor during use. The value on the monitor was shown to be around 220mmhg as compared to 150mmhg by non-invasive blood pressure (nibp). At other times the arterial line showed a measurement that was 10mmhg lower than the nibp. It should be noted that there were difficulties connecting the 22g cannula needle to the connector on the distal end of the kit. The connector was tight but the luer rotated and could not be locked into place. There were no patient complications reported.